Event description:
It was reported that during a lung resection procedure, the clip did not advance into the jaws of the device while it was fired on the pulmonary artery. The jaws of the device transected the pulmonary artery, which required suturing to fix. It was not immediately reported how much blood was lost or if a blood transfusion was required. The device was discarded following the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Pulmonary artery. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku if so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Asku.

Manufacturer narrative:
(B)(4). Additional information: the sales team confirmed the bleeding was controlled during the procedure and there were no negative consequences for the patient.